Event description:
It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a cyst during a cyst puncture procedure performed on (B)(6) 2024. During the procedure, the monopolar plug fell off and the procedure could not be continued. The stent was removed from the patient partially deployed on the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the monopolar plug and copper wire were detached. No other problems were noted with the delivery system. Taking all available information into consideration, the investigation concluded that the reported events of monopolar and copper wire detachment were likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported events. Therefore, the most probable cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a cyst during a cyst puncture procedure performed on (B)(6) 2024. During the procedure, the monopolar plug fell off and the procedure could not be continued. The stent was removed from the patient partially deployed on the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.